Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 597 ventricular sic occurred and non-sustained ventricular tachycardia (vt-ns) episodes with evidence of lead noise oversensing were noted. Analysis of the device memory indicated the right ventricular lead integrity alert. On (B)(6) 2015, rv pacing impedance spiked to 1045 ohms up from a trend in the 600-700 ohm range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vt-ns episodes and sensing integrity counter >=30 in 3 days.

Event description:
It was reported that the patient heard an alert and went to the hospital. A lead integrity alert had been triggered for the right ventricular lead due to oversensing and increased short interval counts. The impedance trend was also noted to be varying. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).